Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed but it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited angulation malfunction. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used for a procedure with foreign material attached to it. There was no delay to start of pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the endoscope was immersed in detergent solution, if the air/water nozzle was brushed with a gauze, brush, or sponge and if the air/water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation-"angulation malfunction". Due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. There were few additional findings. Adhesive on bending section cover had a chip, crack and white clouded area. Control unit was dirty due to water leakage. Image guide protector was damaged. Control unit was shaved. Switch 1 had a scratch. Adhesive around objective lens and light guide lens was peeled and had white-clouded area. The distal end cover had a crack. Connecting tube had a scratch and wrinkle. Protector of universal cord on control section side had a scratch. Grip and scope connector cover was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.